Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 350 mg/dl at the time of the incident, current blood glucose was 508 mg/dl. Customer had given him multiple boluses but it seems like it is not correcting it completely. The customer was assisted with troubleshooting and declined. The customer treated with bolus. The drive support cap appears normal (slightly indented). Customer will not return device for analysis.